Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the male adapter could not be retracted and popped off of the angiocath and leaked while the patient was undergoing an or procedure. The IV had been inserted and when the nurse went to connect tubing to the male adapter it could not be retracted and another nurse had to exchange out the extension set so the patient's peripheral IV would not be lost. There was no patient harm.

Event description:
The customer reported that the male adapter could not be retracted and popped off of the angiocath and leaked. The IV had been inserted and when the nurse went to connect tubing to the male adapter it could not be retracted and another nurse had to exchange out the extension set so the patient's peripheral IV would not be lost. There was no patient harm.